Manufacturer narrative:
Title: our laparoscopic cystectomy experiences source: urologia journal 2021, vol. 88(1) 30¿33 accepted: 4 september 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study regarding the experience in laparoscopic cystectomy and demonstrating feasible technique with safe concologic principles presented results of patients who underwent laparoscopic radical cystectomy and pelvic lymph node dissection. The ligasure was used to clip and seal vascular pedicles. There were a total of 19 patients and complications include: bleeding (up to 800cc) and perioperative blood transfusion.